Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the device system was delivering baclofen. Following a dose increase from 59.94 mcg/day to 67.1 mcg/day, the pt "passed out and laid in bed for 24 hours and couldn't move her legs." The pt did not seek medical attention. Two days later, the pt was feeling better, but had plans to return to the physician's office to have the pump turned back down. In late december, the pt reported that the physician overdosed her in october on methotrexate in her pump. The pump was filled and she passed out; "she was blocked out for one whole day". The pt was looking for a different physician because the physician overdosed her.